Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing pulled apart when clinical staff were disassembling and leaked blood all over the area. The product fault occurred during use on the patient. The product was use in less than 3 hours. There was delay in therapy. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 9617604-2024-00637. Please reference file mrn 9617604-2024-00636 for all details pertinent to this event.